Manufacturer narrative:
The described event was determined to be an issue with a piece of code not executed or an error occurring while executing. Since the current test results are not affected and are correctly displayed in the main section of the screen, there is no chance of selecting the wrong data and misinterpreting the results of the prescribed test. Therefore, no clinical consequences may occur to the patient under examination.

Manufacturer narrative:
The customer logged out of the system and back in and no longer observed the issue. The investigation is ongoing.

Event description:
There was an allegation of an issue with the cobas infinity lab core software that occurred four times. The customer alleged that the results displayed in the validation pane did not match the results in the corresponding column in the patient history tab. The customer alleged the data being pulled is being carried over from the last record viewed.